Manufacturer narrative:
The unit had a high idle current due to a faulty radio frequency board. The unit passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The unit functioned properly. The unit had no physical damage during visual inspection. (B)(4).

Event description:
The customer's mother called in to report that the batteries were draining normal than faster in the insulin pump and that the replacement battery cap did not resolve the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.